Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/19/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the battery lock was bent and the front enclosure was cracked. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying an "out of adjustment" message. Archive data results: a review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) on 10/11/2015, which coincides with the reported complaint. Functional testing was not able to be performed due to the ua 7 error code upon powering on the device. In summary, the customer's reported complaint of the platform displaying an "out of adjustment" message was not duplicated and the autopulse does not have any error messages that state "out of adjustment." However, the observed "user advisory 07" upon power up of the autopulse platform confirms that an error message was displayed and was not clearable. It was determined that one of the load cells of the platform was defective and needed to be replaced to remedy the failure. It was also observed that the lcd display was missing pixels, the battery lock was bent, the front enclosure was cracked and the drive shaft was difficult to rotate. These replaced and repaired parts were unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing.

Event description:
It was reported that during a shift check, the autopulse platform failed and displayed a " out of adjustment" message. No patient involvement was reported. No further information was provided.